Event description:
Free covid tests received (B)(4) extended expiration date = 1/9/2025. As I received these in october, they do not even have a 3 month shelf life. The FDA claims that the expiration extension is 18-24 months, yet all of the lot numbers on the site only extend the expiration date by 12 months. Why would you send out free tests that will expire so quickly after receiving? Why is the extension only 12 months? What was promised to the american people was not delivered. Very disappointing.